Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the display screen was blank and moisture was present. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission 09/16/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2016 with the following findings: a visual inspection of the pump showed moisture visible throughout the display lens. The pump powered on to a blank display. The pump failed a leak test at the pump casing, which was found to be cracked. The pump cover was opened and moisture was observed throughout the pump. Unrelated to the complaint, the battery compartment was observed to be cracked.